Event description:
The facility reported an infusion pump with a failure code 812:02. It was not specified if this failure occurred while infusing on a patient. However, the facility's representative did state that no patient incidents were reported on this pump since the last baxter service event. Information regarding patient demograhics, medication involved and device programming was requested but none was provided.